Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the cartridge did not make a "snapping" sound; however, the customer was always able to fully insert the cartridges. During the call with tandem technical support, the contact was able to load a new cartridge successfully. There was no impact to the customer's blood glucose level.